Manufacturer narrative:
A ge rep evaluated the system and repaired the interconnect cable. System operates as intended.

Event description:
The customer reported that the monitors would not turn on. No pt injury was reported.